Event description:
A patient reported blood glucose results of "298 mg/dl and 14 mg/dl and 148 mg/dl" with a lifescan meter,performed within 10 minutes of each other. The meter, test strips, and control solution were replaced.